Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose. The customer declined follow up with tandem technical support and further information was unable to be obtained.